Event description:
A customer reported difficulty fitting a cartridge onto the pump, as it was not aligning properly with the guide tracks. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to inspect and clean the pneumatic tap area, which resolved the issue, and the customer successfully fit the cartridge onto the pump. The customer agreed to call back if the problem reoccurs.